Event description:
It was reported that when the patient presented in-clinic after experiencing multiple syncopal episodes, crosstalk was observed. The crosstalk was reproducible in-clinic. The patient is pacemaker dependent. Programming changes were made. The competitive ra and rv lead impedance measurements were also below the lower limit. The device was explanted and replaced. The patient was discharged post-procedure.

Manufacturer narrative:
The reported field event of crosstalk was confirmed in the laboratory due to review of stored egm. The device was tested on the bench and no anomalies were found.